Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kr, mmt-397a, and mmt-332a. Troubleshooting was performed, and the customer was advised that the insulin pump would be replaced and instructed to revert to a backup plan per healthcareprofessional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1715kr was requested, and the customer response was that the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on 06/05/2025 12:38:00.000 through 06/11/2025 09:53:00.000 multiple no delivery alarms were recorded. However, no alarms were noted during testing. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage was noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube) and scratched case. In conclusion customer concerns were not confirmed during testing. Unit was tested successfully, and no anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.